Event description:
During an atrial fibrillation ablation procedure using a therapy cool path ablation catheter, the irrigation port became detached from the handle of the catheter. The physician isolated the left pulmonary veins and was attempting to ablate the right pulmonary veins when radiofrequency energy stopped due to high temperatures. The physician noted that the irrigation port had detached from the catheter. The catheter was removed from the pt and replaced to successfully complete the procedure with no consequences for the pt.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed, a f/u report will be submitted.